Manufacturer narrative:
Final analysis found the lead was returned in one piece measuring 58.9 cm. Lead damages found were consistent with procedural damage. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The atrial lead exhibited noise oversensing, low impedance, and an insulation anomaly. The left ventricular lead exhibited diaphragmatic stimulation at vectors that had good capture threshold. During the procedure, the physician attempted to remove the left ventricular lead and inadvertently dislodged the right ventricular lead. The physician noted that a suture was tied around both leads causing the dislodgement. All three leads were then explanted and replaced without incident. The patient was reported to be in stable condition post procedure.